Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 3 months post implantation of a 29mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The reason for the explantation is unknown at this time.

Event description:
As reported by patient registry, approximately 3 months post implantation of a 29mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The valve was explanted due to endocarditis secondary to urinary tract infection.

Manufacturer narrative:
A correction supplemental MDR is being submitted. Per the instructions for use, infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (more than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. To date, despite multiple requests for information, the patient's medical records requested have not been received for review. Although it was not confirmed, per report that the valve was explanted due to endocarditis secondary to urinary tract infection. Late endocarditis is due to an infection that seeds on the implant. Once seeded on the bioprosthesis, vegetation will collect on the bioprosthesis causing valve dysfunction (increased gradients, stenosis, regurgitation, etc.). The endocarditis caused valve dysfunction which resulted in valve explantation and replacement with a surgical valve. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.